Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave®, 2 clamps, rotating luer. The customer reported that there was leakage of chemotherapy medication on the unused part of the bifuse connector. The bifuse (with 2 clave) was used as connected to the patient¿s IV line since the patient would have an essay pump chemotherapy infusion that would be brought to the patient's home. The patient was discharged subsequently that day after his IV line was checked thoroughly and carefully for patency and leaks. Later that day, the patient went back to the hospital after observing the medication leakage. The hospital¿s emergency department managed the medication leakage incident thereafter. The event occurred during the procedure/infusion. There was patient involvement and no human harm reported.